Event description:
This lead was implanted on (B)(6) 2007 and explanted on (B)(6) 2011 due to an insulation break and high thresholds. The procedure took place at (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).